Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 52x49 mm diameter abdominal aortic aneurysm. The aortic neck was 13 mm in length and it was reverse tapered measuring 23 mm proximally and 26 mm distally. It was reported that on final angiogram a type ia endoleak was observed originating from the proximal neck. To resolve the endoleak, an endurant aortic extension was additionally implanted and the endoleak decreased but was not completely resolved. The physician decided to complete the procedure and monitor the patient¿s clinical course. As per the physician, the cause of the event was anatomy related. It was stated that the proximal neck length of 13 mm was barely within the scope of the indication, and in addition, the aortic neck had a reverse funnel shape, so the physician expected that an endoleak could occur. No additional clinical sequelae were reported and the patient will be monitored by the physician.

Manufacturer narrative:
Films review summary: the exact cause of the reported proximal type I endoleak could not be determined from the pre-implant films provided. Pre-implant and post-implant CT¿s were not available for review; therefore, a complete assessment of the patient¿s anatomy could not be performed. Images during implant were also not available and the reported events also could not be assessed. Review of a pre-implant planning drawing and CT-3d reconstruction images confirmed that the patient had a conical-shaped proximal neck that ranged in diameter from 25 ¿ 31mm along the 13mm length. It is possible that implanting into the short and conical-shaped neck may have contributed. If information is provided in the future, a supplemental report will be issued.